Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead impedance was found to be increasing. The lead was suspect of a fracture. The lead was programmed off until it could be revised. The lead remains in use. It was further reported that the right atrial (ra) lead has undersensing. The lead remains in use. No patient complications have been reported as a result of this event.